Event description:
Connection where the blue cable c connects to does not hold the cable and therefore when provider is trying to intubate the picture goes in and out. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
The screen is intact, it has more to do with the connection. Sample has been shipped to manufacturing site for investigation.

Event description:
Connection where the blue cable c connects to does not hold the cable and therefore when provider is trying to intubate the picture goes in and out. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.